Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed replace battery now alarm without low battery alert before. The customer¿s blood glucose level was unknown at the time of the incident. The alarm was not resolved during troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not in manufacture mode. Insulin pump passed all functional testing including the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. Power management tool shows that the backup battery loaded voltage (loaded vlith) and unloaded voltage (ul vlith) are within specific range. Insulin pump was received with normal operating currents. No unexpected blank display or unexpected battery power loss alarms noted during testing. Insulin pump was received with scratched case, broken belt clip rails, pillowing keypad overlay, and minor scratched lcd window.